Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the bellows assembly leak was due to a plugged drain line for the needle bellows going through vl57. He cleared the drain line by replacing the tubing. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as approximately 5 cc of blood that overflowed from the bellows. The leak was not contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.